Event description:
Alleged event: device analysis laboratory reported "non-allergan-breast received at the lab" of a non- abbvie device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".